Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece(s) retrieved?; what measures were taken to retrieve the broken piece?; was there any additional tissue damage as a result of searching for the needle piece?; were x-rays taken to locate the needle piece(s)?; at what location was the needle found?; was the patient brought back to or to have needle removed or was the needle removed during the initial procedure?; does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located?; if retained, what is the surgeon's opinion of consequences to the patient?; what is the lot number?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. During surgery, the needle broke in the patient. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/5/2018. Additional information was requested and the follow was obtained: was the needle piece(s) retrieved? Yes. What measures were taken to retrieve the broken piece? At first they couldn¿t find it ¿ but then the surgeon put his hand inside the incision and pushed around the tissue to feel where the needle was- and then pushed on either side until the needle popped out. Was there any additional tissue damage as a result of searching for the needle piece? No. Were x-rays taken to locate the needle piece(s)? No. At what location was the needle found? Left buttock . Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Initial procedure. Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? No. If retained, what is the surgeon's opinion of consequences to the patient? No patient consequence. What is the lot number? No.